Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device not available.

Event description:
The manufacturer became aware of a social media post on podiatry management online. The post can be found at: https://www.podiatrym.com/search3.cfm?ID=5170. In the post the reporter alleged the following: we use osteoset quite a bit at our hospital. If we are using an antibiotic, vancomycin is our choice. The set comes in two sizes: 5mm and 25mm. The 5 mm. Is usually enough for foot work. The calcium sulfate in the mixture is also osteogenic and can be used as bone graft. One word of advice: don't over pack the defect or the wound will be eluting the product for weeks. Also, don't place the beads too close to the skin. I have seen blisters form from the solution eluting out. Overall, we are pleased with the product and it is easy to use. If you are using the 5mm. Set mix the antibiotic and solution together till a paste forms and then put the paste in the molds. The paste dries quickly so do not let it sit. I think you will like it.

Manufacturer narrative:
Correction h6 results, conclusion code. Device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The mixing instructions state, "do not add any additional substances to the paste. Using alternative mixing solutions and/or adding other substances to the mixture may alter the setting time significantly. Some substances, such as bone marrow and blood, will prevent the paste from setting altogether." Based on investigation, the root cause was attributed to a user related issue. The event was caused by off-label use of osteoset and packing the product too close to the skin. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The manufacturer became aware of a social media post on podiatry management online. The post can be found at: https://www.podiatrym.com/search3.cfm?ID=5170 in the post the reporter alleged the following: we use osteoset quite a bit at our hospital. If we are using an antibiotic, vancomycin is our choice. The set comes in two sizes: 5mm and 25mm. The 5 mm. Is usually enough for foot work. The calcium sulfate in the mixture is also osteogenic and can be used as bone graft. One word of advice: don't over pack the defect or the wound will be eluting the product for weeks. Also, don't place the beads too close to the skin. I have seen blisters form from the solution eluting out. Overall, we are pleased with the product and it is easy to use. If you are using the 5mm. Set mix the antibiotic and solution together till a paste forms and then put the paste in the molds. The paste dries quickly so do not let it sit. I think you will like it.